Manufacturer narrative:
(B)(4). Date sent 9/19/2025. D4 batch #309d06. Corrected data d4: UDI#. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 309d06, and no non-conformances were identified.

Event description:
It was reported that during a reconstruction with a laparoscopic low anterior resection (dst anastomosis), the firing button was pressed as usual, but the device could not be fired. (The indicator light was on.) The battery was removed and reinserted, but the device could not be fired. A new device was used and replaced the battery, but the device could not be fired. Therefore, the anvil and anvil head that were already attached were forcibly removed under endoscopic observation. (It took a long time to remove them.) Another device was used to complete the case because the anvil insertion caused a hole in the rectum and the rectum was re-cut. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/29/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2025 additional event information ·do you know the resection position of the rectum (e.g. Ra, rb, etc.)? It was a sigmoidectomy. ·were there any problems with tightening the adjusting knob, releasing the safety during use, etc.? There were no problems. ·was the anvil changed when another device was used? Yes, the anvil was changed. ·are there any problems with the patient's condition after the surgery? There are no problems with the patient at the moment.